Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction identified during the investigation is traced to leak and component failure. The event is detectable by handling the product in accordance with the following IFU. Pcf-h290zi operation manual chapter 3 preparation and inspection ¿3.3 inspection of the endoscope 3.8 inspection of the endoscopic system reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited b30 (scope communication error). There was no patient involvement.